Event description:
The manufacturer received information related to a dreamstation auto bipap. The user alleges having the foam replaced twice since the recall and still alleging issues with foam. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.